Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. The leakage occurred when we attempted to inject liquid into the balloon. Despite the leakage, the common carotid balloon remained inflated and properly occluded the test fixture. Upon further inspection of the joint, we detected an incomplete glue joint on the stopcock area. The root cause of the issue was determined to be operator error- not enough glue was applied on the stopcock joint during the assembly process. We have not received any other complaints for devices from this lot. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring. The malfunction was detected during pre-use check by the surgeon. This device was not used for the procedure.

Event description:
During pre-use check, surgeon detected a leakage at a joint between the stopcock and the common carotid balloon inflation arm.